Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer treated with bolus. Customer was working outside when it fell off from skin with the sensor. Customer stated that he got sweaty and it could lead to get the taping moist and loosen. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.